Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Leak testing was also conducted and no issues were observed. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. In the current manufacturing procedure, 100% leak testing and visual inspection is conducted after the assembly process; therefore, any defects would be detected prior to release.

Event description:
The customer alleges that during use, an air leak was confirmed. A new kit was opened without issue.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during use, an air leak was confirmed. A new kit was opened without issue.